Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for scheduled follow up. Upon interrogation, the right atrial lead exhibited intermittent undersensing. No intervention was performed. The patient was in stable condition and would continue to be monitored.